Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this pacemaker experienced difficulty being interrogated. Boston scientific technical services (ts) assisted the health care professional (hcp) with troubleshooting. Boston scientific technical services (ts) recommended an xray. The field representative (rep) was going to attempt to interrogate with a different company's programmer. Additional information was unable to be obtained from the rep. The device remains in service. No adverse patient effects were reported.